Event description:
Patient implanted 18 months ago. Since the implant, the patient did not receive any shocks nor was the patient in back up mode. Also, the patient did not undergo any type of radiation therapy. However, the device upon interrogation was found to be at eri. The device was explanted and has been returned for analysis.